Event description:
It was further reported that the patient died at home and no autopsy was performed. Per the death certificate, the primary cause of death was coronary artery disease and secondary cause of death was diabetes.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2010, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 80% stenosed, 15 x 2.75mm, target lesion was located in the proximal right coronary artery (rca). The target lesion was treated with direct stent placement using a 2.75 x 20 mm taxus liberté stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient died suddenly. No action was taken. At the time of the event the patient was taking aspirin. The study drug was last taken in (B)(6) 2012 and other antiplatelet medication was never taken during this study.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).